Event description:
It was reported the rv lead (6945) was capped and replaced due to an apparent fracture. No patient complications were reported as a result of this event. It was also reported that during an implant attempt, the physician was unable to deploy the screw (6947 lead) after 30 turns. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed); the full lead was returned for analysis. The helix will not extend at this time due to the dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated.